Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to the manufacturer for evaluation. Investigation results as follows: visual inspection was performed and it was observed that the load plate cover was damaged and the battery lock clip was bent. The physical damages observed during visual inspection are unrelated to the reported complaint of the platform displaying a user advisory (ua) 19 message. Functional testing of the returned platform was performed and the reported complaint of the autopulse platform displaying a user advisory (ua) 19 message could not be duplicated. The autopulse platform was run for 25 minutes using a large resuscitation test fixture (equivalent to a 250 pound patient) and no user advisories or warnings were observed. A review of the platform's archive was performed and multiple user advisory (ua) 19 messages were observed on the reported event date of (B)(6) 2015, thus confirming the customer's reported complaint. Device inspection did not identify any defects or anomalies that caused or contributed to the reported complaint. As no device issues were observed, a probable root cause for the ua 19 could not be determined. Based on the investigation the parts identified for replacement were the load plate cover and battery lock clip. In summary, the reported complaint of the platform displaying a ua 19 code was confirmed based on archive review. A root cause however could not be determined. Following service including replacement of the load plate cover and battery lock clip, the device passed all testing criteria.

Event description:
It was reported that during a shift check, the autopulse platform displayed a user advisory (ua) 19 (max applied load exceeded) message, upon power up that was unable to be cleared. There was no report of any patient involvement.